Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6).

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the therapy delivery test. There was no reported patient involvement.

Manufacturer narrative:
Patient outcome grid = death. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6) hospital.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the therapy delivery test. This event was originally reported as a product problem. Good faith effort (gfe) response indicated "used on a deceased person who has been unconscious for 30 minutes, the device has no malfunctions and is not an operational issue. The hospital accepts our response: non equipment malfunction. The problem has been resolved without objection. " therefore, this report has been updated to patient death.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the therapy delivery test. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the therapy delivery test failed. During the remote evaluation, it was determined that the electrode plate showed signs of black contamination. The electrode plates are required to be disinfected and cleaned after each use per the cleaning instructions. After cleaning, the test passed. The device remains at the customer's site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer cleaned the contaminated electrode plates to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the therapy delivery test. There was no reported patient involvement. Correction: please note that (B)(4) (MFR report number 3030677-2024-02082) has been split. Pr 4791800 addresses therapy delivery test failed issue and (B)(4) addresses "no response to defibrillation for 30-minute pause" patient death issue (MFR report number 3030677-2024-03616).

Manufacturer narrative:
Correction: please note that (B)(4) (MFR report number 3030677-2024-02082) has been split. (B)(4) addresses therapy delivery test failed issue and (B)(4) addresses "no response to defibrillation for 30-minute pause" patient death issue (MFR report number 3030677-2024-03616). This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the therapy delivery test failed. During the remote evaluation, it was determined that the electrode plate showed signs of black contamination. The electrode plates are required to be disinfected and cleaned after each use per the cleaning instructions. After cleaning, the test passed. The device remains at the customer's site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer cleaned the contaminated electrode plates to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.